Event description:
As surgeon was utilizing the gyrus acmi plasmakinetic superpulse generator (model #744000) the instrument in her hand suddenly sparked then smoke emitted from the handpiece at the disposable insertion point. No flames were noted - no harm to surgeon or patient. Diagnosis or reason for use: disposable item for use with plasmakinetic generator tuvp. Event abated after use stopped or dose reduced? Yes. Used for about 20 minutes prior to electrical event. Once event occurred - device pulled from service and replaced with different unit and disposable were utilized to complete the case.